Manufacturer narrative:
On "7/18/19" integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - pictures show this is not an integra product. Device history evaluation - pictures show this is not an integra product. Conclusion: pictures show this is not an integra product.

Manufacturer narrative:
On 7/6/2017 integra technical support examined photos for this complaint and it appears that an aculux (http://aculux.net/) with their surgilux¿ module (blue) is attached to the integra ax2100bif ultralite pro headlight w/premium cable instead of integra headlight.. To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reported a 00mlx, serial number (B)(4), as the light source with original problem described as the light source smoked and the dr. Had inhaled the smoke. After biomed investigated the headlight was the real source of the event. The elbow right before the blue headlight had melted and the staff in the operating room said it caused the dr's head cover to catch fire/smoke.